Event description:
It was reported that there was a volume discrepancy. The actual residual volume was greater than the expected residual volume. This was the second refill on the pump. There was also a discrepancy at the first refill. The pt reported increased baseline pain. A (B)(4) study was performed and no problem was found. A (B)(4) study was performed and it turned out fine. The pt was scheduled to come back to see if her condition improved. The drug used in the pump at the time of the event was morphine. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).